Event description:
The pt experienced "intermittent, sharp, shooting pain" down her leg in (B)(6) 2010. A MFR's rep interrogated the implantable neurostimulator, but the results were not provided. In (B)(6) 2010, "the pain started again." The device was turned off, but the pt still experienced intermittent pain. There was no known accident or incident related to the problem. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).